Event description:
Surgeon reported that a patient on whom he implanted a securfit/trident c on c hip on (B)(6), 2005 is squeaking severely.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. A medical review concluded that "there has been a reported increased incidence of squeaking in ceramic-on-ceramic total hip arthroplasties in which the acetabular component is vertically placed. This may be relevant in this case." The exact cause of the event could not be determined because additional information is needed to fully investigate the event.

Event description:
Surgeon reported that a patient on whom he implanted a securfit/trident c on c hip on (B)(6) 2005 is squeaking severely.